Event description:
It was reported that the insulin pump had a missing piece from the battery compartment. The customer stated that he was changing his infusion set and battery, and when he turned the battery cap with a quarter, the plastic from the battery compartment fell off. The blood glucose reading was 121 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a minor scratched display window, broken battery tube threads, and cracked reservoir tube lip. A motor error alarm occurred during the rewind process due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm.